Event description:
It was reported that the pt experienced a shocking sensation at the implant site when a "connection" was made with the implantable neurostimulator. It also was reported that the pt was unable to adjust stimulation, which appeared to be a pt programmer battery issue. Add'l info has been requested. A f/u report will be sent when add'l info becomes available.

Manufacturer narrative:
(B)(4).